Event description:
It was reported there was undersensing and unacceptable thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.